Event description:
The following information was provided: as per pss implant request: patient with remote history of osteosarcoma s/p resection and multiple revision. Had custom implant placed a number of years ago now with hardware failure requiring revision. Right distal femoral replacement.